Manufacturer narrative:
(B)(4). The customer reported that upon arrival to evaluate a pt, the device displayed a heart rate of 20 bpm and alarmed for asystole. Based on this information, and at the first responder's discretion, no treatment was delivered at that time. Subsequent to the incident, no documentation of the corresponding clinical rational has been provided to philips. Approx thirty minutes later, a second crew evaluated the pt, initiated treatment and transferred care of the pt to hospital staff. The following day, life support measures were ceased and the pt expired. The customer has not indicated that device behavior impacted pt outcome. Philips clinical quality investigators reviewed 2 electronic event files from this event. The first monitoring event was 23 seconds in duration and showed some electrical activity in the presence of an asystole alarm. Thirty-six seconds later there was a second monitoring event of 37 seconds duration in which some electrical activity is also noted in the presence of an asystole alarm. Both of these event files were from the crew that initially responded to the call. The st/ar basic arrhythmia algorithm is used by the device to provide information on the pt's condition, including heart rate and arrhythmia alarms. The asystole alarm is generated if there are no r-waves detected for 4 seconds and it remains present until acknowledged by the (B)(6) clinician. Device alarms are alerting in nature and not advisory or diagnostic. There is no indication that the algorithm incorrectly alerted the first responders to the pt's underlying condition, or directed them improperly to provide no immediate care. A philips field service engineer evaluated the device and it passed all standard performance and verification testing. There was no malfunction. Philips is considering this outcome related to the clinical response and treatment provided at the time of the incident when dealing with a pt whose ECG waveform had activated a device alarm condition, and not attributable to a device malfunction.

Event description:
The customer reported that upon arrival to evaluate a pt, the device displayed a heart rate of 20 bpm and alarmed for asystole.